Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection and an extrusion of the implant due to strong magnet retention. The patient was treated with oral antibiotics (date and duration not reported). Subsequently, the device was explanted under a general anesthesia on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.